Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received wherein the ipg was explanted and replaced.